Event description:
The reporter did not state the reason for the return of the posey sitter select alarm unit. Inspection of the alarm shows that it intermittently turned on and was not consistent.

Manufacturer narrative:
Evaluation results: (other) -the alarm intermittently turned on and is not consistent.